Event description:
Patient presented to the physician with neck and facial swelling, and constant jaw pain since the implant procedure. Physician referred the patient to physical therapy, and the patient is currently attending therapy.